Event description:
The valve was implanted due to aortic insufficiency. Postoperatively, the pt presented with stenosis and shortness of breath. Cinefluoroscopy and aortic root angiography confirmed the left leaflet of the mechanical valve was less mobile than the right. In addition, the aortic root had dilated creating insufficiency. The valve was explanted and a larger sjm valve was implanted. The pt was reported doing well.